Event description:
A customer reported a malfunction on the pump, specifically noting a malfunction code labeled as "malf 9." There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump, which the customer successfully followed, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.